Event description:
A pacing lead was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately two months post implant of the lead. The lead reportedly had normal function at the one week post implant follow up visit. The patient was pacemaker dependent. A cause of death has been requested and not be received.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.